Event description:
During a laparoscopic oophorectomy, the surgeon placed the laparoscope on the pt's drape, causing the distal tip of the scope to burn the pt's chest. The procedure was completed with different equipment. After the procedure was completed, a plastic surgeon was consulted but further surgery was not required. However, the burn was dressed and the pt remained overnight due to the incident. Investigation/analysis: the nurse manager reported that the light source, laparoscope and cord used during the procedure were all olympus products. The nurse reported that the light source was set on auto during the procedure, which, according to her, is the setting that is normally used. She reported that it is not uncommon for surgeons to place a laparoscope on pt drapes during procedures since the surgeons routinely move scopes in and out of the pt during the case.